Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding abnormal ion level and wear (trunnionosis) involving a accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: "the implant sheet from the index surgery on (B)(6) 2009 confirms that the patient had a cocr v40 femoral head implanted. In the indications portion of the (B)(6) 2021 revision tha operative report the surgeon notes that pre-operative cobalt and chromium levels were elevated (levels not specified). A pre-operative MRI showed a large fluid collection and erosive lesions in the greater trochanter. These findings were confirmed at time of surgery. Intra-operatively upon removal of the femoral head some "fouling" was seem on the trunnion but the trunnion was in "pretty good shape" .implants were well fixed. The trochanteric lesions were debrided and bone grafted. The patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis with erosive lesions in the greater trochanter. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis and erosive lesions cannot be determined from this limited documentation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. A review of the provided medical information by a clinical consultant indicated: "the implant sheet from the index surgery on (B)(6) 2009 confirms that the patient had a cocr v40 femoral head implanted. In the indications portion of the (B)(6) 2021revision tha operative report the surgeon notes that pre-operative cobalt and chromium levels were elevated (levels not specified). A pre-operative MRI showed a large fluid collection and erosive lesions in the greater trochanter. These findings were confirmed at time of surgery. Intra-operatively upon removal of the femoral head some "fouling" was seem on the trunnion but the trunnion was in "pretty good shape" .implants were well fixed. The trochanteric lesions were debrided and bone grafted. The patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis with erosive lesions in the greater trochanter. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis and erosive lesions cannot be determined from this limited documentation." The medical records provided for review were insufficient to confirm the reported events or determine root cause. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.